Manufacturer narrative:
Summary of investigation : as received the screw fixation was within the distal electrode profile. The fixation mechanism operated as specified. No continuity between the outer and the inner coil was spotted. Polarization testing is within the specification. Although many positions were tested no loss of capture or high intermittency between the conductors was detected during the measurement. No dislodgement or contact between the wires and no damages spotted on the screw mechanism that could be related to the reported event. All other electrical, mechanical, and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process. A lead issue is not suspected to be related to the reported problem. This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2023 the atrial lead was used, after changing the position of the atrial lead three times (the tip of the lead was placed without extension of the screw) and when psa measurements were taken, noise was detected. Noise detection did not change even after replacing the psa cable. The physician decided to not use the lead and to implant a new vega lead

Event description:
Reportedly, on (B)(6) 2023. The atrial lead was used, after changing the position of the atrial lead three times (the tip of the lead was placed without extension of the screw) and when psa measurements were taken, noise was detected. Noise detection did not change even after replacing the psa cable. The physician decided to not use the lead and to implant a new vega lead.